Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime alarms. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that several cs 162 call service alarms due to low, non-zero force were recorded. One cs 163 ¿no cartridge detected¿ call service alarm was recorded in the pump black box history as well. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be out of the required specifications. The force sensor resistance reading was found to be within the required specifications. The force sensor assembly was disassembled and no defects were found to any components. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the bumper pad down to the case seal. The complaint that the pump was emitting multiple loss of prime alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).